Event description:
Additional information was received indicating that the automated impella controller (aic) will not be returned as the issue has been resolved.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Additional information was provided in b5 (event description). Upon review, it was added due to new information received. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause for the reported issue was not determined as the aic was not returned.

Manufacturer narrative:
This follow-up report is being submitted to correct a previously reported h6 medical device problem code. The problem code a0705 (battery problem) reported on the initial MDR was not applicable to the event and has been corrected to a0401 (break).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during use with an impella cp, the automated impella controller (aic) was intermittently charging. At the time of reporting, the controller battery was at 100%. It was observed that the power plug connector appeared loose. No active alarms were reported on the aic. No signs or symptoms of patient injury or patient harm were reported in association with this event.

Manufacturer narrative:
This follow-up MDR is being submitted to document additional information received from the sales representative. The sales representative reported that the hospital¿s biomedical team, upon inspection of the automated impella controller (aic), observed a white wire within the plug to be pulled loose. The hospital indicated the aic was being taken down for repair. No further information or evaluation results have been provided at this time.

Event description:
A 73-year-old female with acute myocardial infarction and cardiogenic shock, pre-support clinical state consistent with scai shock stage d, was supported with an impella cp implanted via left femoral arterial access on (B)(6) 2026 at 14:47, prior to the pump the patient was supported by inotropes, vasopressors, and oxygen for respiratory needs. During support, the automated impella controller was noted to intermittently charge; at the time of observation the battery was at 100%, the plug connector appeared loose, and there were no active alarms. They replaced the whole plug and tested it to make sure everything was good. The aic was charging correctly after the repair. Additionally, the patient exhibited pink/red urine output while on systemic heparin therapy. The team made decision to adjust the pump position and add an rp flex to the support for bipella support. After the patient suffered an arrest and coded. The patient resolved after 5 minutes and pump position was appropriate and support proceeded. The patient remained on the bipella support for 2 days when the decision was made to withdraw care and the patient expired. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage d.

Manufacturer narrative:
Additional information was received, and an updated clinical assessment was completed and documented in section b5 (event description). The information provides additional details regarding the event (including that the hospital biomed team noticed the white wire was disconnected in the plug. Biomed replaced the whole plug and tested it. The automated impella controller was charging correctly after the repair). And information notes outcome at end of unit support care was withdrawn and the patient subsequently expired. Following the clinical assessment, the reportable event classification was revised to death. As a result, sections b1 (adverse event/product problem), b2 (outcomes attributed), and h1 (type of reportable event) were updated. Note: the actual date of death is not known at the time of this follow-up report. A provisional date, based on the explant date, has been recorded. A supplemental report will be submitted upon receipt of the confirmed date of death or any new, relevant information. Additionally, complaint coding has been revised to reflect the updated details of the reported event. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding has been fully updated and should be considered the representation of the reported event. Correction. D4 unique device identifier was updated accordingly. Related report number. This is one of three device reports associated with the event. Refer to h10 for the related report number(s).